Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc33131. This product was used for the di and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through medline, and the customer reporter to medline is unknown. Investigation summary: no mc33131-ns product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that the 7" (18cm) pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, non-dehp tubing, bulk non-sterile had a leak. It was stated that after inserting a needle, connecting the tubing, and checking for blood return, "blood came from a hole in the tube splashing the tech on their uniform and lab coat. Per facility, the blood did not get on their tech's skin or face and did not require post exposure protocol. They used another tube without issue. There was patient involvement and unknown adverse event.